Event description:
Discordant advia centaur xp troponin ultra results were obtained on one pt samples. The physician questioned the high troponin results when the third result of the serial draw was negative. The second sample of the serial draw was sent to a different facility to be tested using an alternative method. The result was negative. The final result was reported to the physician as negative. The same pt was tested in (B)(6) 2009 and the results of the serial draws were positive. The results were not questioned at that time. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.